Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found containing foreign matter and experiencing underfill during use. The following has been provided by the initial reporter: material no: 367861 batch no: unknown. It was reported that "speckles" were noticed on the inside of the tubes and the tubes did not have enough suction to get the adequate amount of blood into the tubes. Event description per attached email states, "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial. Based on the customers complaint and the condition of these items we have removed them from the shelf. We have checked and inspected our inventory of all vacutainers and we have some blue, green, orange, red top ect. With the serum separator that are showing these spots on the inside of the vials.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found containing foreign matter and experiencing underfill during use. The following has been provided by the initial reporter: material no: 367861 batch no: unknown. It was reported that "speckles" were noticed on the inside of the tubes and the tubes did not have enough suction to get the adequate amount of blood into the tubes. Event description per attached email states, "it has been brought to our attention by a customer complaint, regarding bd vacutainers with serum separator. The vials have speckles on the inside of the vial and did not have enough suction to get the adequate amount of blood into the vial. These vacutainers have been exposed to temperature levels that exceed the manufactures controlled temperature compliance that is listed on the outside of the vial. Based on the customers complaint and the condition of these items we have removed them from the shelf. We have checked and inspected our inventory of all vacutainers and we have some blue, green, orange, red top¿ect. With the serum separator that are showing these spots on the inside of the vials.